Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered an alert bd error and was suspected to be exhibiting premature battery depletion. Data was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement or re-evaluate new data within 90 days as there is sufficient capacity for the device to deliver shocks. No adverse patient effects were reported. This s-ICD remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered an alert bd error and was suspected to be exhibiting premature battery depletion. Data was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement or re-evaluate new data within 90 days as there is sufficient capacity for the device to deliver shocks. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The return of the explanted device was requested, however the patient had refused to return this device for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered an alert bd error and was suspected to be exhibiting premature battery depletion. Data was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement or re-evaluate new data within 90 days as there is sufficient capacity for the device to deliver shocks. No adverse patient effects were reported. This s-ICD remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered an alert bd error and was suspected to be exhibiting premature battery depletion. Data was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement or re-evaluate new data within 90 days as there is sufficient capacity for the device to deliver shocks. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The return of the explanted device was requested, however the patient had refused to return this device for analysis. Additionally, this device was received for analysis.